Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00218 initial report on 04/08/2021 and MDR 1219913-2021-00218 supplemental 1 report on 05/24/2021. Additional information - 08/25/2021. Siemens has concluded the investigation for customer observation of non-reproducible non-reactive results obtained with advia centaur cp sars-cov-2 igg (scovg) lot 002. After a multi-functional team discussion, siemens recommended hardware intervention, with particular attention and focus on the sample probe. New reagent kits were also provided to the customer for troubleshooting purposes. After the hardware intervention by the local siemens team, a precision study was performed, and the results were improved and met instruction for use precision claims. The assay is performing as designed after service and new kits are provided. No product non-conformance was identified. Customer is operational. No further action required. In section h6, the investigation finding, and investigation conclusion codes were updated based on the investigation results.

Manufacturer narrative:
Siemens filed MDR 1219913-2021-00218 initial report on 04/08/2021. Additional information: 04/22/2021: siemens reviewed customer data and based on the information provided, siemens recommended system troubleshooting and is awaiting service report, any precision data/and or studies performed after service. Remaining sample was requested for siemens internal testing, but it appears that sample is not being provided by the customer. Siemens continues to investigate.

Manufacturer narrative:
The customer stated that the %cv on the low calibrator during calibrations are very high and that the positive control level resulted <0.00 index several times and required retesting. Siemens field service engineer (fse) was dispatched to the customer site. The fse found misalignment with sample pipettor at ring calibration points regarding height and performed a recalibration. The fse checked and cleaned acid & base injectors and luminometer and found no issues. The fse focused on pre-dilution pippeting, well from cuvette to cuvette and at all transitions and visually confirmed enough liquid to be transmitted to second cuvette. Instrument hardware problem was not detected. Two calibrations were performed and %cvs for low calibrator were 19% (acceptable) and 176% (not acceptable). The limitations section of the IFU states the following: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "It is currently unknown how long sars-cov-2 antibodies persist following infection and if the presence of antibodies confers protective immunity." "A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (preseroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." A false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua) and/or policy d. Siemens is investigating.

Event description:
A customer obtained a nonreactive (negative) advia centaur cp sars-cov-2 igg (scovg) result on a patient sample. The result was reported to the physician and was questioned. The sample was repeated on the same instrument and with the same reagent readypack. The repeat result was reactive (positive). There are no known reports of patient intervention or adverse health consequences due to the discordant (negative) scovg result.